Manufacturer narrative:
Conclusion: device was out of specification in a manner that relates to event.

Event description:
Allegedly defect of mixing bowl for this lot. Difficult to open and close. Can't open after mixing.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00503.